Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #:302830 batch#:4276260. It was reported by customer that when they pull the stopper, they can still see the black rings on the inside. Rcc received a complaint via phone. Pir attached customer states that when they pull the stopper, they can still see the black rings on the inside. Reference number: 302830; lot number: 4276260. Customer has samples to return.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there are black rings on the inside of the syringe when pulling the stopper. To aid in the investigation, three samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and the samples have four ink rings printed at the bottom of the syringe barrel. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process inducing a mis-adjustment of the blade. A device history record review was completed for provided material number 302830, lot 4276260. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. No harm to anyone.